Event description:
It was reported that during patient preparations at the healthcare facility, the mask registration failed using intellect ent software. It was reported that the surgery was postponed, and that the patient had undergone anesthesia prior to cancellation of the procedure.

Manufacturer narrative:
The reported event of inaccurate registration was confirmed based on the event description; an incorrectly adjusted surface level of the imported dataset can cause an incorrect registration.

Event description:
It was reported that during patient preparations at the healthcare facility, the mask registration failed using intellect ent software. It was reported that the surgery was postponed, and that the patient had undergone anesthesia prior to cancellation of the procedure.